Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported that the insulin pump alarmed power loss. The blood glucose reading was 133 mg/dl. The battery was out for less than 10 minutes and the insulin pump alarmed power loss multiple times. The customer inserted a new battery an hour later and the alarm reoccurred. The insulin pump will be replaced. The customer was advised to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was returned for power loss alarm, low battery alarm and the power error was confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed low battery and then the alarm was triggered when backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The power loss alarm occurred after error alarm was cleared. Analysis of the micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump was received with cracked battery tube threads and scratched case.